Event description:
The surgeon attempted to implant a cc4204bf lens. The lens was removed due to the trailing,haptic tore when the foam tip over rode the lens. The incision was enlarged and required a suture.